Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary stenting treatment procedure, a thrombosis occurred. The 70% stenosed lesion was located in the non-calcified and non tortuous proximal diagonal (dx) artery. The lesion was predilated with a 2.0x20mm balloon of another manufacturer. A 2.5x16mm liberte' bare metal stent was deployed at 12 atm's. No complications occurred during this procedure. Plavix was prescribed for the patient post procedure. About a month and a half later the patient returned with an st elevated myocardial infarction. The patient was brought back to the ccl where a thrombosis of the liberte' stent was discovered. The thrombosis was treated with poba. It was reported that the patient was compliant with the plavix as prescribed. No further patient complications occurred.